Event description:
The surgeon reported the locking cap pop off the titanium locking screw synapse implant. It was reported that the cap had high stress across the construct from deformity. Patient was returned to the or on an unspecified date for removal of hardware. No additional information is available. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional complained part was added to the complaint on (B)(4) 2013. A manufacturing evaluation was conducted. The report indicates the 4.5mm ti cancellous polyaxial screw was received as an assembly with grind marks on the outer area of the body. There is some anodize discoloration on rod slot face and internal threads. All described nonconformities are post manufacturing. The complaint description is very vague and general, its hard to tell if the locking caps popped off during surgery or post-operatively. P1 (thread profile) feature of the device cannot be measured in manufactured condition as the feature is measured on artifact part during normal production. Measurements that could be taken were found to meet specification. Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. Investigation is on-going.

Manufacturer narrative:
This device is intended for treatment, not diagnosis. A product development event evaluation was performed. All ten (10) locking screws exhibited signs of use; however, they were in good condition and corresponding threads of each locking screw did not show any damage. The two (2) polyaxial screws did not exhibit any apparent defect or damage, only signs that they have been used. The two (2) pieces of rods exhibited several scratches all over the surface material and no apparent defects. The two polyaxial screws, the rods and two randomly selected locking screws were assembled together without difficulty. This was tried two more times using different locking screws and no problems were identified. Based on the evaluation results, the locking screw device and implant construct design were found to be adequate for their intended use and it is unknown what other factors could potentially contribute to the reported condition. The disposition for this complaint from a design perspective is indeterminate.